Event description:
It was reported that the patient presented with class iii angina. An angiography confirmed greater than 70% restenosis of a 2.5x15 rx promus drug-eluting stent delivery system that had been previously implanted on (B)(6) 2011 in the mid left internal mammary artery to mid left anterior descending artery bypass graft. The angina and restenosis were treated with angioplasty using a 2.5x15 trek balloon dilatation catheter. There were no adverse patient sequelae and no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). There was no reported product deficiency and the product was not returned. The reported patient effects of angina and restenosis, as listed in the instructions for use, are known adverse events associated with coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us.